Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was able to be replicated through functional testing. The probable cause is due to the nonreactive downstream occlusion(dso) sensor. Additionally, during the analysis, the dso seal was found delaminated. Both dso seal and sensor was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant "cassette not attached properly. Reattach cassette." Alarm. There was unknown patient involvement.